Event description:
It was reported that a patient never had therapeutic effect and had to have surgery three times after the device was implanted because she continued to have bladder incontinence and it wasn¿t working. It was unknown when the surgeries occurred or what took place during each surgery. The patient went to the healthcare provider¿s (hcp¿s) office many times but was never able to get therapeutic relief. The last time the patient saw her hcp she was disappointed since she was told to come back. The patient had tried increasing stimulation with her programmer and had ¿tried everything.¿ she was unhappy because she couldn¿t have an MRI and had not been using therapy because it wasn¿t working. It was later reported that the patient hadn¿t been seen by her hcp since 2010 and the patient was contacted to schedule an appointment. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-33, lot# v163870, implanted: (B)(6) 2008, product type: lead. (B)(4).